Event description:
It was reported during the patient's biv ICD implant procedure, the physician noticed dissection of the coronary sinus via contrast. The procedure was successfully completed. The patient was reported to be doing good pre- and post-procedure.

Manufacturer narrative:
(B)(4).